Event description:
The surgery center reported that a laser vision correction patient was presented with a trace of diffuse lamellar keratitis (dlk) secondary to minor epithelial abrasion on the left eye at one day post op exam. There was an increase of prednisolone acetate steroid eye drop to use every 2 hours for a week and the trace of dlk was resolving. No vision loss reported.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted.